Manufacturer narrative:
Results and conclusions: (stent deformed). (No device returned for analysis). No results available since no evaluation was performed. (Intensively tortuous and calcified lesion).

Manufacturer narrative:
Evaluation summary: analysis of the returned resolute integrity device showed that the hypotube had detached at 23.5cm distal to the strain relief. The edges of the hypotube break were jagged and oval at the detachment site. There were a number of kinks located distal and proximal to the detachment. The stent on the returned device was damaged, the 22nd distal segment has raised and deformed struts. The distal tip was stubbed. (B)(4).

Event description:
The left main coronary artery was the target lesion. The device was prepped as per IFU. Due to the intense tortuosity and vessel calcification, the stent strut was damaged. The stent strut was damaged out of the guide catheter.

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat an intensively tortuous and calcified lesion . It was reported that the lesion was pre-dilated but the support stent strut broke, it was subsequently retrieved and replaced by a new one. No patient injury occurred and no clinical sequelae were reported.